Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. The analyst noted that the battery voltage was not available, likely due to a bit flip in the lead impedance/battery voltage trend data. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) said that it was unable to report the battery voltage. It was also reported that the lead trends showed invalid data. The device remains in use. No patient complications have been reported as a result of this event.